Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot numbers 9213267 and 9122579. The review did not reveal any detected quality issues during the production process of either lot number that could have contributed to this reported incident. To further investigate this incident, two samples belonging to lot number 9213267 were received for evaluation by our quality team. Picture samples were also provided. Through examination of the provided samples, damage was observed to the extension tubing. This tubing damage was determined to be the cause of the leakage. Our quality team was unable to identify a location in the manufacturing process that could have caused the observed tubing damage. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during administration of medication with a bd connecta¿ stopcock. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from german to english: the 3-way-stopcock was connected appropriately. When the infusion ran, a leakage in the line was noticed. The infusion solution leaked. At that moment, propofol was being administered.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during administration of medication with a bd connecta¿ stopcock. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the 3-way-stopcock was connected appropriately. When the infusion ran, a leakage in the line was noticed. The infusion solution leaked. At that moment, propofol was being administered.